Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 3.1. Date: (B)(6) 2010, inratio: 6.9, lab: 3.9. Pt is not bleeding.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date : (B)(6) 2010. Inratio meter = 6.9 inr. Reference = 3.9 inr. Mean = 5.40. The calculated mean is >5.0 and the difference is greater than 2.2. Only one inr value is greater than 5.0. These results are considered inaccurate within the context of the documented variability for inr testing. As of september 9, 2010, product is not expected to return and no strip lot information was provided. Unable to perform in-house investigation. No further investigation will be pursued. Analysis of the client's data from inratio and reference tests revealed that test result comparison did not meet accuracy criteria. No strip product information was available from customer. Root cause could not be determined form the information provided by the customer. This issue will be subject to tracking and trending. Corrective action not required at this time.